Event description:
The stryker saw safety became detached and the ball bearing inside fell into the patient's open incision. The ball bearing was retrieved. Event reported as no clinical outcome or consequences. Manufacturer response for surgical saw, stryker 7 sagittal saw. (Per site reporter). Stryker rep to be on site today.